Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's dad reported via phone call that the customer was getting no delivery alarms. Customer was changing both the reservoirs and infusion sets. Caller stated that it was not delivering the insulin. Customer was admitted to the hospital on (B)(6) 2015. Customer's blood glucose was over 400 mg/dl. Customer's blood glucose was high every day and she had ketones over 400. Customer was wearing the pump at the time of the hospitalization. Customer's blood glucose would go high due to no delivery alarms. Caller declined troubleshooting for high blood glucose and stated that the pump is eating the batteries. Caller stated that they would change the reservoir and infusion set due to the no delivery alarms but the customer would have a bent cannula. Caller wants to get the pump replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.